Event description:
New information states that no intervention was performed. The patient refused follow up. There was no alleged malfunction on the device. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the competitive atrial and ventricular lead impedance was high with noise on ventricular lead. The leads were reprogrammed. System replacement or reprogramming was discussed. Patient was not found to have any sustained vt or vf arrhythmias in last couple years and did not suffer any complications or health problems from it. All other measurements were within normal limits.